Event description:
Failure to rescue a morbidly obese patient. A morbidly obese patient with non-st elevation myocardial infarction status post cardiac catheterization, placement of stent x2 when he had a cardiac arrest. Ten defibrillation attempts were made with the zoll m series biphasic defibrillator at 200 joules (the max) and hands free pads anterior / posterior placement. Unable to rescue patient. Another manufacturer's biphasic device was obtained and the patient was shocked x1 with 360 joules which resulted in conversion to a perfusing rhythm. The zoll m series defibrillator was fully checked after this event and is working to specification. This is the second event we have seen of a failure to rescue a morbidly obese patient with a biphasic device at the maximum capacity 200 joules.